Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. In addition of the above evaluation, the device¿s machine flow sensor was replaced as preventive action and the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked which was not related to the malfunction/issue.